Event description:
The customer reported observing quality control (qc) out of range low for (B)(6), and core m assays on the architect i1000sr analyzer. The trigger was replaced on (B)(6) 2020 and the pre-trigger replaced (B)(6) 2020. When reviewing logs, the customer found that aspiration error on the probe were generated. The customer observed probe calibration failures and was then instructed to replace the sample probe and cycle power from the back of the analyzer once the instrument was in ready status, and then try to calibrate the probe again. During a review of the calibration log, it was noted that the absorbance values for (B)(6) calibrations was reduced. There was no reported impact to patient management or user safety.

Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.